Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 report about an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 on the arm. The patient's mother did not report injury or medical intervention. It was reported that the sensor was worn after sensor's expiration date. The dexcom g4 platinum continuous glucose monitoring system users guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.